Event description:
A talent stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was moderate calcification and severe tortuosity. It was reported that the stent graft was unable to be advanced to the intended landing zone and kinked due to the severe tortuosity. The stent graft delivery system was successfully removed from the patient. The physician elected to treat the patient with an aneurx stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: moderate calcification and severe tortuosity. Graft cover kinked. Other, device discarded. Conclusion: moderate calcification and severe tortuosity.